Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt noticed a temporal dark shadow in the right eye. The pt has the same model iol in the left eye, but only experiences the dark shadow in the right eye. The pt's corrected vision in 20/20. The association between this event and the iol is not known. Additional info has been requested.